Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be peeling at the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the down arrow and ok keypad buttons were found to be unresponsive; the up arrow and contrast buttons had an intermittent response. During investigation the keypad was removed and the ok and down arrow contacts were found to be missing. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim/fading display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(4) 2013 stating that the down arrow keypad button was unresponsive after having been intermittently unresponsive. The reporter noted damage to the keypad and was unable to determine if the damage or the response issue had occurred first. There is no patient impact with this event. This complaint is being reported due to the alleged keypad issues.